Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a coil was returned for analysis. The interlocking arm was found detached and missing from the rest of the coil. The coil was returned stretched where the interlocking arm supposed to should be. The delivery wire was not returned. Microscopic inspection of the main coil was done. The zap tip has a smooth surface. The interlocking arm was found detached and missing. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: " incompatible micro catheter used (only 5f imager ii is compatible)". (B)(4).

Event description:
Reportable based on device analysis completed on 26-apr-2017. It was reported that the coil got stuck inside the catheter. A 6mmx20cm interlock¿-35 was selected for use to treat a moderately tortuous internal iliac artery. During procedure, it was noted that the device got stuck inside a non bsc catheter. The coil was removed from the patient's body and the procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that the interlocking arm was found detached and missing.